Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving the vibratory patient notification alert. Upon interrogation, the device was found to be in backup vvi. Device download was performed and the parameters were successfully reprogrammed. The patient will continue to be followed normally.